Manufacturer narrative:
The insulin pump received with button error alarm and had unresponsive up button due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify bolus anomaly due to unresponsive button. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a bolus anomaly and alarmed button error. The customer attempted to set up a bolus to 2 units but it automatically set it up to 25 units. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.